Event description:
It was reported that upon inflating to 6atm for 15 seconds, the balloon enlarged greater than the vessel diameter. The balloon was immediately deflated to check stent deployment. The end result was favorable.